Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10, h2, h3, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the hex wrench was unable to tighten the lead into the pacemaker. The wrench was changed to another one but still the same result. The device was removed and replaced, and the lead was successfully connected. The patient was in stable condition.